Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined, impedance classified as high. The right atrial (ra) lead also exhibited high impedance. The leads were revised and remain in use. No patient complications have been reported as a result of this event.